Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called and would like to know how to remove the bravo capsule after it has been placed in the patient. The patient was experiencing chest pain and insistent on having the bravo capsule removed.